Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The instrument was fractured during use. Investigation has been proceeded and it was determined that the likely cause for the fractures is bending/torsional loading on the device. Additional clarifications relating to he instruction for use has been provided to users. The instrument has been redesigned to prevent fracture. However, the fractured instrument in this complaint was manufactured before the design modification. Therefore, the root cause for the fracture is considered to be a previously addressed design issue. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.